Event description:
It was reported a patient underwent an ankle procedure on unknown date. Subsequently, a revision procedure was performed on (B)(6) 2012 due to a fractured ankle locking nail, 11x150mm. A small fragment was retained by the patient. The revision procedure was four (4) hours.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2012. A response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.